Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: failed patient side occlusion. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: checked sensor outputs. Results: output values were within spec. Performed an infusion test run. Result: "air in line" message. Problem description from field tech is wrong. Failed patient side occlusion because of the "air in line" message, which occurs even with a dummy set IV (should not occur with a dummy set IV.). Inspection of the ail module showed j5 dis-connected. Conclusion: root cause: ail vendor. J5 plug was not properly seated and locked into place. Lvp passed production testing, but vibration during transportation caused j5 completely dis-lodge from mating connector. Rework none. J5 was re-connected by ops tech. Disposition: route to service for normal process.